Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported a button does not function, and the infusion device displayed an e8 power interrupt error that could not be confirmed. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of the button is pressed through. This source led to an always activated up button and unsolvable e8 error messages.